Event description:
This info was reported to a clinical education specialist as a customer complaint. Product was used on the rfa following a diagnostic catheterization procedure . Approx. 6 months later, pt presented with drainage from the groin where product was used. Exploratory surgery found that the sheath had been left in the tissue tract. It was removed and the pt received abx treatment.